Event description:
It was reported a patient's right ventricular (rv) lead presented with loss of capture. The patient presented to the emergency room with bradycardia. Upon interrogation the rv lead had high pacing impedance and high capture thresholds, indicating a lead fracture that was confirmed visually and via fluoroscopy. The lead was capped and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.

Event description:
It was reported a patient's right ventricular (rv) lead presented with loss of capture. The patient presented to the emergency room with bradycardia. Upon interrogation the rv lead had high pacing impedance and high capture thresholds, indicating a lead fracture that was confirmed visually. The lead was capped and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.